Manufacturer narrative:
Full address of customer facility is (B)(4) the subject device was received and evaluated . Device inspection and evaluation found the device is not getting power "on" due to faulty power supply unit. In addition, service repair noted the following findings on the device below: hit and scratches marks on front panel. Scratches on power switch. Minor rust and deformation on receptacle, scratches on top cover. Corrosion on rear panel, rust on rear panel connectors, scratches on chassis. Based on evaluation findings, the failure observed was found to be due to a faulty power supply causing no power to the device when power on. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
The customer reported with an issue of "not working " . The (fse) field service engineer onsite found the device does not switch on upon pressing the power switch while connected to the power supply. Fse found no power indication on the front panel of the device , rust observed on the rear panel. The issue found during regular routine inspection. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty power supply could not be determined. Olympus will continue to monitor field performance for this device.